Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product surveillance spoke with the care giver (cg) regarding the report. The cg stated that the tube separated from the bag when the bag fell. The cg stated that she thought the bag fell because she had the bag on top of another on the heater. There was no adverse event reported resulting from this event. An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the separation was due to the supply bag falling and disconnecting. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver contacted (B)(4) regarding assistance after a supply bag fell while using the homechoice (hc) during dwell 6. The caregiver requested assistance in ending therapy. Gts had the caregiver close the clamps on the tubing lines and transfer set, and cycle power to the "press go to start" prompt. (B)(4) then had the caregiver disconnect the patient and retrieve the cassette. (B)(4) advised the caregiver they would need to start over with new supplies or finish with a manual exchange. The caregiver elected to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.